Manufacturer narrative:
Follow-up #1: date of submission 10/30/2017 - device evaluation: in q3 2017, there were 216 instances of battery compartment failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow up #2 30-jan-2018 device evaluation: in q4 2017, there were 13 instances of battery compartment failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow up #3 26-apr-2018 device evaluation: in q1 2018, there were 5 instances of battery compartment failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow-up #8: date of submission 10-jul-2019 device evaluation: in quarter 2 of 2019, there was 1 instance of battery compartment failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Device evaluation: in quarter 3 of 2018, there were 1 instances of battery compartment failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Of the 609 allegations of a malfunction, 382 pumps were returned to animas and investigated. Of the investigated pumps, 376 were found to be malfunctioning due to battery compartment damage. During investigation for unrelated complaints, there were 1109 additional failures found. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 609 malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery compartment damage issue. These reports were received from various sources. The patients associated with this allegation ranged from 3-84 years of age and between 24 and 330 pounds. Of the reported patients, 283 were male, 324 were female, and 2 were unknown.

Manufacturer narrative:
Device evaluation: in quarter 4 of 2018, there was 1 instance of battery compartment failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Device evaluation: in quarter 1 of 2019, there were 2 instances of battery compartment failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Follow-up #4: date of submission 19-jul-2018 - device evaluation: in quarter 2 of 2018, there were 2 instances of battery compartment failure found during investigation. This report is processed under exemption number (B)(4). This MDR report is part of the 227 pilot program.